Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device delivery system was returned for analysis. Device evaluation anticipated, but not yet begun. Supplemental report will be submitted when the investigation is complete.

Event description:
Medtronic received report that during a cerebral ic-paraclinoid aneurysm (size: 13mm) treated with a flow diverter, there was difficulty in delivering and deploying of the device. The device was reported to have twisted during the last half of deployment, and there was difficulty in resheathing, and failed to r esheath. For that reason, the device was fully deployed. The device did release from the pusher and the twist corrected itself. The device was placed within the target location. The anatomy was slightly severe in tortuosity. The patient was not injured. The aneurysm was unruptured, saccular. Landing zone diameter: proximal 3.35mm, distal 3mm.

Manufacturer narrative:
The flow diverter¿s pushwire was received inside the microcatheter. The flow diverter pushwire was then pushed out of the microcatheter with difficulty. The braid was not returned as it was implanted. The distal hypotube appears to have stretched with the ptfe shrink tubing still intact. The proximal end of the pushwire was noticed to have kinks and bends. No other anomalies were observed. Based on the analysis findings and the reported event descriptions, the report of failure to open at the middle segment could not be confirmed as the braid was not returned. In this case, it is possible the middle section of the device did not open as a result of the patient anatomy and the user technique. Per our instructions for use (IFU), the user should begin to deliver the device using a combination of unsheathing the embolization device and pushing delivery wire simultaneously. After the distal end of the embolization device has successfully expanded, deploy the remainder of pipeline flex embolization device by pushing the delivery wire and/or unsheathing the pipeline flex embolization device. Resheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the embolization device. Discontinue delivery of the device if high force or excessive friction is encountered during delivery. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the device against resistance may result in device damage or patient injury. Never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.